Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed. The device evaluation found the probe¿s cable section with a big kink near the probe tip, and the unit displayed very noisy ultrasound image due to bubble inside probe near probe tip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the ultrasonic probe experienced leakage of ultrasonic medium from the insertion tube, and there was a hole in the device bending rubber. The issue was found during reprocessing and there was no patient or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to user¿s handling, tip of the ultrasound probe was perforated and ultrasound medium leaked. The event can be detected/prevented by following the instructions for use which state: "do not bend or hit the probe tip, insertion section, connection section, etc. With strong force.do not kick, pull, twist, or drop it.stomach. Damage to the device may result in injury to body cavities, burns, bleeding, perforation, or parts may fall off." Olympus will continue to monitor field performance for this device.